Manufacturer narrative:
Analysis of the neurostimulator, serial # (B)(4), found it functionally okay with insignificant anomalies. The returned extension was able to be fully inserted into the connector block and secured with the setscrew with no issues seen.

Event description:
It was reported that there was a stimulation/therapy issue; the patient had never had therapeutic effect. During the device explant the healthcare professional had pulled on the left extension and it had come right out of the device header. The right extension had remained in the header. The implantable neurostimulator and extension were explanted. Reprogramming was done. The issue was not resolved and the cause was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# v475865, implanted: (B)(6) 2010, product type: lead. Product ID: 37092, lot# 246040001, implanted: (B)(6) 2010, product type: accessory. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v526344, implanted: (B)(6)2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6)2010, explanted: (B)(6) 2015, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.